Event description:
Bayer case number: (B)(4) haemorrhagic periods [heavy periods] , chronic tiredness [tiredness] , diffuse pain in all joints of the upper body [joint ache] , tendinitis in the shoulders [shoulder tendinitis] , tendinitis in wrist/tendinitis in the elbow [tendinitis] , brain fog [brain fog] , weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic tiredness"), arthralgia ("diffuse pain in all joints of the upper body"), rotator cuff syndrome ("tendinitis in the shoulders"), elbow tendinitis ("tendinitis in the elbow"), tendinitis ("tendinitis in wrist") and brain fog ("brain fog") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, rotator cuff syndrome, elbow tendinitis, tendinitis, heavy menstrual bleeding, brain fog or weight increased. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods] chronic tiredness [tiredness] diffuse pain in all joints of the upper body [joint ache] tendinitis in the shoulders [shoulder tendinitis] tendinitis in wrist/tendinitis in the elbow [tendinitis] brain fog [brain fog] weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jun-2025. The most recent information was received on 25-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic tiredness"), arthralgia ("diffuse pain in all joints of the upper body"), rotator cuff syndrome ("tendinitis in the shoulders"), tendonitis ("tendinitis in wrist/tendinitis in the elbow") and brain fog ("brain fog") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, rotator cuff syndrome, tendonitis, heavy menstrual bleeding, brain fog or weight increased. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.